Event description:
A pt complained of chest pain while in the hosp after a 2.5x18mm cypher stent was implanted (in the 2nd diagonal branch of the left anterior descending artery) 4 days earlier. Coronary angioplasty was conducted and a thrombus was observed inside the cypher. Aspiration and balloon angioplasty were conducted to treat the thrombus.

Manufacturer narrative:
At the index procedure, an elective angioplasty procedure was conducted to treat a target lesion at the 2nd diagonal branch artery. The vessel was de-novo, eccentric, bifurcated and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 8mm and vessel diameter was 2.3mm. Predilation was conducted with a 2.0 x 14mm balloon at 8atm for 15 secs. A 2.5x18mm cypher was implanted at 10atm for 15 secs. Post-dilatation was not conducted, ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual percent of stenosis was 0. Act's were not measured. Four days after index, the pt complained of chest pain while being hospitalized. Coronary angiography was conducted and thrombus was observed inside the cypher implanted at the 2nd diagonal branch. Aspiration and balloon angioplasty were conducted. At that time, a flap, and plaque shift were confirmed at the mid left anterior descending artery, so an add'l 2.5x18mm cypher was implanted at that lesion. The vessel was de-novo, eccentric, bifurcated and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 5mm and vessel diameter was 2.34mm. Pre-dilation was conducted with a 2.5 x 14mm balloon at 8atm for 15 secs. A 2.5x18mm cypher was implanted at 14atm for 15 secs by t-stenting technique with the cypher implanted. Post-dilatation was conducted with a 2.25 x 15mm balloon at 8atm for 15 secs. Kissing balloon technique was conducted for the bifurcation. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual percent of stenosis was 0. An act was not measured. Seven days after the index procedure, st elevation was confirmed and thrombus was suspected at the mid left anterior descending artery. Coronary angiography was conducted and revealed a small amount of thrombus located inside the cypher. Aspiration and balloon angioplasty were conducted by kissing balloon technique. Physician's comment: the cause of the 1st thrombus event was because aspirin was not administered due to administration mistake. The cause of the 2nd thrombotic event might be because the aspirin was not in effect enough. This is 1 of 2 (2) reports submitted for the same event. Please reference MFR report #'s: 9616099-2006-01072, 9616099-2006-01074.